Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: the device was received for evaluation. Visual inspection was performed which observed that the cap of the burette chamber was missing. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber cap of a buretrol IV solution administration set had separated from the device and was missing. It was determined that the cap was missing during priming prior to patient use. There was no patient involvement. No additional information is available."